Event description:
It was reported that, during an implant attempt, the lead had high defibrillation thresholds. The lead was not used and was replaced. When a new lead was connected to the implantable cardiac defibrillator (ICD), no impedance could be obtained through the ICD. It was then noted that one of the setscrews would not tighten down. The ICD was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.